Manufacturer narrative:
Investigation summary: customer returned (5) 8mm, 31g 1.0ml bd syringes and (7) 12.7mm, 30g 1.0ml bd syringes without packaging (used). Consumer reported syringe needle not drawing insulin and plunger rod difficult to move, does not re-use. All returned syringes were examined, and a flow test was performed on all 12. All 12 returned syringes passed the flow test. The alleged defects could not be confirmed. A review of the device history record was completed for batch # 7142920. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200700956] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failures (difficult/unable to draw insulin & difficult/unable to move plunger rod). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the syringe 1.0ml 31ga 8mm ufii 10bag 500cs experienced difficult plunger rod movement during use and was unable to dispense medication.

Manufacturer narrative:
Date of event: unknown. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 1.0ml 31ga 8mm ufii 10bag 500cs experienced difficult plunger rod movement during use and was unable to dispense medication.